Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during incoming inspection prior patient use, the device alarmed with a s205 (battery failure) malfunction alarm code. No additional information was provided.